Manufacturer narrative:
Device evaluation of charger sn (B)(4) has been completed. The reported problem (damaged power supply connector) was confirmed. Upon investigation, the battery charger/modem was unable to power on with the power supply with which it was returned. The cause for the failure was isolated to a damaged power supply connector. The root cause for the damaged power supply connector was excessive force. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a japanese patient's charger had a damaged power supply connector.